Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
"It was reported that the department at our hospital noticed during the use of the above-mentioned product that the needle valve is defective. Blood is leaking out. I have marked the traces of blood with yellow arrows. When did the incident occur? During use short description 383517."

Manufacturer narrative:
Our quality engineer inspected the photos submitted for evaluation. The reported issue leakage was confirmed upon inspection of the photos. Corrective actions have been initiated, and a manufacturing root cause has been identified for this failure mode. Actions have been made to address the issue.